Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that the reservoir did not fill. The customer¿s blood glucose was 155 mg/dl at the time of incident. The insulin pump will be returned for analysis.